Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the pre-use check failed. The ventilator was investigated on site by our field service engineer (fse), the air gas module and the control, including battery printed circuit board was replaced. After replacement of the defective parts, the unit passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. The replaced parts were returned for further investigation. Simulated test use of the returned control, including battery printed circuit board in a ventilator confirmed the reported problem could not be reproduced. The pre-use check performed was approved and no abnormal found during ventilation for 24 hours. Simulated test use of the returned air gas module passed the pre-use check. During ventilation it started to alarm for high pressure, breathing safety valve failure and expiratory minute volume low. A new pre-use check were performed after the ventilation, it failed with internal leakage, pressure transducer, safety valve and flow transducer tests. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a major drift on the delta pressure sensor on a printed circuit board inside the gas module. However, it was not possible to reproduce the issue after that. It was not possible to specify whether the delta pressure sensor or an electronic component on the printed circuit board inside the gas module was the cause of the issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).